Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the monitor failed a pulse test and displayed a service code 203. The cause for the failure was isolated to a shorted q3 transistor on the computer/analog pca. The root cause for the shorted transistor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned german monitor sn (B)(4) and reported that the monitor failed incoming functionality testing.